Manufacturer narrative:
The device was discarded and not available for evaluation. Therefore, an investigation could not be performed, and the definitive root cause of the reported incident could not be determined. It is possible that procedural factors/anatomical features such as calcification, or plaque caused/contributed to the reported issue. As stated in the instructions for use (IFU): "in common with other catheterization procedures, complications may occur. These may include intimal disruption, vessel wall perforation, balloon rupture with fragmentation, tip separation, local or systemic infection, arterial thrombosis, local hematomas, air embolus, rupture of aneurysm, arterial spasm, distal embolus of blood clots or arteriosclerotic plaque, arterial dissection, and hemorrhage." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Note: this is report 1 of 3 related to the first catheter used in the event.

Event description:
It was reported that during balloon inflation at the target site for thrombectomy, the balloon ruptured. Resistance was noted during withdrawal of the catheter, and the lesion was suspected to be heavily calcified. The initial catheter was discontinued, and a new catheter of the same product was opened. However, the same issue occurred with two additional catheters (three devices total). As only devices from the same lot were available, another catheter of the same lot was opened, and the procedure was successfully completed without further issue. The devices were pre-checked prior to use. No patient injury was reported, and no catheter fragments remained within the vessel. Note: this is report 1 of 3 related to the first catheter used in the event.